Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypads buttons were intermittently responsive during testing. It was observed that the keypad buttons do not click and spring back when pressed. During investigation, the up arrow and ok key contacts were observed to be misaligned. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad buttons has been intermittently unresponsive for the (B)(6) and requires numerous presses to obtain a response. She noted that all keypad buttons click and spring back as expected when pressed. The pt denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that she wears the pump in her bra.